Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to loss of function. Analysis found a hermetic seal failure. The conclusion from device analysis is that the loss of function was caused by moisture penetrating the hermetic seal and impacting the device function. This report is submitted on march 9, 2020.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted 04 november 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ. It is unknown if there are plans to replace the implant.